Event description:
Balloon dilation catheter was inflated inside a fistula. Balloon ruptured shearing off part of the balloon inside the vessel. Md then stented over the balloon fragment and flow was restored to fistula.